Manufacturer narrative:
Service performed extensive troubleshooting to resolve the issue. Service replaced the valve, manifold kit (rohs) due to the part leaking and deemed the part the likely cause for the issue. The issue was resolved with the trigger valve, manifold kit (rohs) replacements. The module function was verified with a control/precision run. Return testing was not completed as returns were not available. The service history of the architect (B)(6), serial number (B)(6) verifies no subsequent issues have been reported related to falsely depressed troponin results post service intervention. A review of tracking and trending for the valve, manifold kit (rohs) did not identify any related trends. A review of tracking and trending for the architect (B)(6) did not identify any trends with regards to the current issue. Review of the manufacturing documentation did not identify any non-conformances for the valve, manifold kit (rohs) and the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the architect (B)(6), serial number (B)(6) or the valve, manifold kit (rohs).

Event description:
The customer observed an error code 5900, step loss detected on (reagent carousel motor) and error code 0321 (processing module stopped, multiple read errors detected). The customer stated this error has been affecting qc on troponin and bnp as well as some patients. The customer reported a discrepant architect stat troponin-I result. The customer reran specimens from yesterday and discovered a female patient sample from the emergency room department. The original sample generated a result of 0.025 ng/ml. The second sample drawn on the same patient, sid (B)(6) generated a troponin result of 0.011 ng/ml and when the customer repeated the sample at 1pm on their other instrument, the result was 0.049 ng/ml. The customer¿s reference range for troponin- I is 0-0.013 ng/ml. Prior to the low troponin-I result, the qc was in range. Customer verified qc afterward and found level 1 control was acceptable, but out-of-range low for level 3 control (level 3: 37.213, acceptable range 37.34-45.34 ng/ml). Field service engineer arrived onsite and while inspecting the instrument, discovered the trigger was not being properly dispensed due to a leaking dispense valve and leaking trigger fitting. There was no impact to patient management reported.

Event description:
The customer observed an error code 5900, step loss detected on (reagent carousel motor) and error code 0321 (processing module stopped, multiple read errors detected). The customer stated this error has been affecting qc on troponin and bnp as well as some patients. The customer reported a discrepant architect stat troponin-I result. The customer reran specimens from yesterday and discovered a female patient sample from the emergency room department. The original sample generated a result of 0.025 ng/ml. The second sample drawn on the same patient, sid (B)(6) generated a troponin result of 0.011 ng/ml and when the customer repeated the sample at 1pm on their other instrument, the result was 0.049 ng/ml. The customer¿s reference range for troponin- I is 0-0.013 ng/ml. Prior to the low troponin-I result, the qc was in range. Customer verified qc afterward and found level 1 control was acceptable, but out-of-range low for level 3 control (level 3: 37.213, acceptable range 37.34-45.34 ng/ml). Field service engineer arrived onsite and while inspecting the instrument, discovered the trigger was not being properly dispensed due to a leaking dispense valve and leaking trigger fitting. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.